Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw 2210968-2020-01921, 2210968-2020-01922, 2210968-2020-01924, 2210968-2020-01925, 2210968-2020-01926, 2210968-2020-01927.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported.